Manufacturer narrative:
1. Initial report: comment by manufacturer: we will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. 2. Follow-up/final report: final conclusion based on the investigation is that this case is not reportable and will be downgraded to a normal complaint. The device did not actually burn the user, but it felt very hot. No permanent harm or intervention. No serious injury. A study has proven (agile doc ID 0409290) that heat energy generated in the device during use does not reach temperatures high enough to cause any harm to the user/patient or other persons and would not if it recur. It can be perceived as uncomfortably warm however, but can not cause any serious injury. Test of these specific devices has not observed any safety issues. Theres no risk for death or serious injury should it recur. This is considered a single incident and will be included in regular trending. No actions has been initiated based on this individual event.

Event description:
As reported by local customer service: aid hot to the touch and not holding charge. I have a patient wanting to bring her aids in tomorrow. She has had the quattro 7 since september and now when she removes them one is dead and the other is hot! I told her not to wear them and to bring them in immediately with the charger so I can send them in. Would it be possible for you to send another set overnight? I know they usually don't repair them when this happens. Here are her serial numbers: (B)(6) & (B)(6) . Questionnaire: did the event and/or device cause harm to the patient, other person(s) or property? No previously an initial report has been sent - this is the follow-up/final report.

Manufacturer narrative:
Comment by manufacturer: we will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.

Event description:
As reported by local customer service: aid hot to the touch and not holding charge. I have a patient wanting to bring her aids in tomorrow. She has had the quattro 7 since september and now when she removes them one is dead and the other is hot! I told her not to wear them and to bring them in immediately with the charger so I can send them in. Would it be possible for you to send another set overnight? I know they usually don't repair them when this happens. Here are her serial numbers: (B)(4). Questionnaire: did the event and/or device cause harm to the patient, other person(s) or property? No.